Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the screw was broken during tap screw process. No impact to patient. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for (1) matneu scr ø1.5 self-drill l4 tan 4u I/c. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. H3, h6: manufacturing location: monument, manufacturing date: august 25, 2021, part: 04.503.104.04c, ti matrixneuro screw self- drilling 4mm, lot: 256p384 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label logs (pll) were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 21015, tialnbri4.00, lot: 68p5848. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Visual inspection: the matneu scr ø1.5 self-drill l4 tan 4u I/c was returned and received at us customer quality (cq). Upon visual inspection, the screw was observed to be broken and all the broken fragments were not returned. No other issues were noted with the returned device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to the post-manufacturing damage. Document/specification review: based on the manufactured date of the device, the current and manufactured revision of drawings were reviewed: -1.55mm neuro self-drilling screw matrixneuro system no design issues or manufacturing discrepancies were noted. Investigation conclusion: the complaint is confirmed for the returned device. Excessive forces applied on the device could have potentially caused the broken condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.